Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Precision testing was performed, resulting in an outlier. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample probe z motor, cleaned and lubricated toothed shaft, and replaced wash blocks. The cse sent a preventive maintenance kit to the customer site, and the customer replaced the wash heads. Upon follow-up, the customer stated that no issues were noted with duplicate results. The cause of the discordant progesterone results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant progesterone results were obtained on patient samples on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument and the results were inconsistent. The customer sent the samples for testing in a sister laboratory, but results were not provided. A report sent to the physician(s) from the sister laboratory indicated that a re-collection was required. There are no reports of patient intervention or adverse health consequences due to the discordant progesterone results.